Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping), difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted, but after several grasping attempts, a chordal rupture was observed. Therefore, the device was removed. An ntw clip was inserted and grasping was performed. However, both leaflets were unable to be grasped. Therefore, the device was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.